Event description:
It was reported that the patient underwent a gynecological procedure for pop/sui, cystocele, rectocele and enterocele on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient had the ivs tunneller implanted on (B)(6) 2008 and experienced pain, bleeding, vaginal scarring, nerve damage, contractures, continued incontinence and/or recurrence of organ prolapse, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.